Manufacturer narrative:
(B)(4). Device evaluation summary: it was reported foreign matter biological. One empty opened foil, a paper lid and a winding former with eight needle-suture combination of product code vcp739, lot ml2590 were returned for analysis. During visual inspection of the sample received, a loose hair with fibers of cotton was observed into petri dish. In addition, the foil, paper lid and the winding former were examined, and no defect or damaged were observed; therefore, it was not possible determine if the hair was inside of packet. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to condition of the sample, it could not be determined what may have caused the reported incident of: ¿there were foreign matters like hair and cotton fibers when it was out of package.¿ a manufacturing record evaluation was performed for the finished device ml2590, and no non-conformances were identified.

Event description:
It was reported that a patient underwent reduction and fixation of humeral fracture procedure on (B)(6) 2019 and suture was used. It was reported that there were foreign matters like hair and cotton fibers when it was out of package. The device was not used on the patient. They changed another one to complete the procedure. No additional information could be provided. There was no adverse patient consequence reported.